Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, CT revealed the ivc filter in place. Approximately two years later, CT revealed ivc filter overlying the lateral aspect of the l2 and l3 vertebral bodies. Approximately eight months later, ultrasound performed revealed ivc filter in the mid portion of the ivc just inferior to the level of renal arteries. Approximately two years later, patient prior scan and images were reviewed which revealed the filter was g2 ivcf without retrieval hook and the filter was positioned infra renal at the l2-l3 level with all 6 primary anchoring struts perforating the ivc wall with the anterior strut impinging directly on and possibly perforating overlying bowel and also posterior struts impinging on the underlying l3 vertebral body. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: instructions for use: potential complications: there have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure, morbid obesity and venous insufficiency. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.